Event description:
Pt had a near buttonhole with a very thin flap centrally in the left eye. Abation was done successfully. Subsequent info stated that the pt was double vision in the left eye two months post-operatively.